Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Est return of the device for evaluation. The medical records indicate the patient was treated for uti. In regards to infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2008 - the patient underwent a cystoscopy procedure and implant of a mid-urethral sling using a bard/davol soft mesh. (B)(6) 2008 - the patient had an md office visit with complaints urinary leakage. Patient indicated that she had been in a car accident post implant, in which she sustained serious injuries. Patient had a cystoscopy performed and everything appeared normal. (B)(6) 2008 - patient underwent implant of a non--bard/davol tvt sling. No operative report details provided for this procedure. (B)(6) 2008 and (B)(6) 2009 - patient had md office visits with complaints of pelvic pain, abdominal pain urinary urgency and frequency and was diagnosed with a uti. (B)(6) 2010 - the patient underwent a total laparoscopic hysterectomy with bilat salpingo-oophorectomy and a posterior colporrhaphy due to chronic pelvic and abdominal pain. No operative details were provided. (B)(6) 2011 - (B)(6) 2013 - patient had multiple md office visits with complaints of urinary incontinence, urgency, frequency, nocturia, constant sharp vaginal pain and urethral discomfort. The patient was diagnosed with multiple recurrent uti's, a neurogenic bladder (dysfunctional bladder) and urethral stenosis (narrowing of the urethra caused by injury). (B)(6) 2013 - patient underwent implant of interstim neuroelectrodes for bladder stimulation. No mention or visualization of the bard soft mesh. (B)(6) 2014 and (B)(6) 2014 - patient had md office visits where she complains of pain from what she believes is her non-bard/davol sling placed in the second surgery in 2008 . (B)(6) 2014 - patient underwent excision of the midurethral sling which appeared to be both bard soft mesh and an unknown non-bard/davol sling. As indicated in the operative report details "there was a clear sling over the blue sling, although it was difficult to see the threads. It did appear when excising with the scalpel that there was a second overlying mid urethral sling." (B)(6) 2014 - patient was implanted with another unknown mid-urethral mesh sling who shortly after continued to complain of joint pain in multiple areas of her body. (B)(6) 2015 - patient consulted with another surgeon requesting to have the unknown mesh sling removed which was declined by the surgeon. He indicated that the patient was recommended numerous non surgical alternatives in assisting her with her complaints of pain and discomfort. It was reported the patient was treated for uti, incontinence, and pain.